Event description:
Multi-system organ failure [multi-organ failure]. Case description: spontaneous report was rec'd on (B)(6) 2012 (add'l info on (B)(6) 2012) from a physician regarding a (B)(6) male pt, initials (B)(6) with thermal burn. The pt's medical history was not provided. On (B)(6) 2012, the pt sustained 46 percent tbsa (total body surface area) burns. On (B)(6) 2012, at 16:05 hrs, the left and right groin biopsies were performed. The pt was on two unspecified topical antimicrobial or antifungal medications and two unspecified systemic antimicrobial or antifungal medication. On (B)(6) 2012, the pt was grafted with 96 grafts of epicel (lot# ee01641). On an unspecified date, the pt experienced multisystem organ failure. On (B)(6) 2012, after being grafted with epicel, the pt died due to multisystem organ failure. Concomitant medications were not provided. The intensity for the event of multisystem organ failure was not provided. The physician did not provide the relationship between epicel and the event of multisystem organ failure.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of epicel is not affected by this report.